Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the port and catheter disconnected while in use with patient at the hospital. No patient harm/adverse event was reported.

Manufacturer narrative:
D9 - date returned to mfg: 10/21/2025. H3 and h6 codes - updated. One used device was returned for investigation. The devices were visually inspected. The port and catheter were observed to be connected. No other damages or anomalies were observed. As per the IFU, a flow check was performed on the port. A free flow was observed from the catheter end. No leaks were observed from the port body. The customer reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.